Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and the insulin gauge was inaccurate. Tandem technical support performed a pump system check and blockage could not be determined. Customer's blood glucose was 105 mg/dl. Customer changed pump supplies and continued insulin therapy.